Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent cystoscopy, removal of mesh and fulguration of bleeding site on (B)(6) 2004 due to bladder lesion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patent died on (B)(6) 2016 due to lung cancer.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that post implantation the patient experienced recurrence of pain, erosion, infection, urinary problems, bowel problems, and dyspareunia. It was reported that the patient had surgery to remove material from the mesh along with biopsy and fulguration of bladder lesion on (B)(6) 2008 due to urgency, recurrent infection, and hematuria. She also had a cystoscopy procedure on (B)(6) 2009 in order to remove retained mesh due to recurrent urinary tract infections. The patient also had a hernia repair on (B)(6) 2012. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.